Manufacturer narrative:
Fujifilm collected the affected ultrasonic bronchoscope and carried out a professional reprocessing with hygienic tests. In alignment with the hospital hygienic team, fujifilm retrieved the device to perform sampling under comparable conditions, after a prolonged storage period and prior to any technical intervention. The evaluation results showed that residual contamination was measured at 1 cfu/100 ml, which was in line with the target value. Fujifilm expect an inadequate reprocessing of the ultrasonic bronchoscope. Fujifilm has offered to the hospital in the frame of the maintenance contract a free replacement of the inserting section assembly which incudes the distal end section and all channels. The UDI-di for this product in the united states is (B)(4).

Event description:
On (B)(6) 2026, fujifilm corporation become aware of an event involving eb-530us. The video endoscope is constantly contaminated, despite being sent for maintenance due to non-compliance with microbiological threshold values. The non-swabable balloon channel is contaminated with brevibacterium casei (value greater than 200 cfu identified in samples taken after more than 100 hours of storage). A source of contamination is suspected. There was no patient involvement.